Manufacturer narrative:
(B)(4). The complaint sample was not returned. Note: the reported event occurred when using the be-pls 2050 quadrox-I oxygenator, however a equivalent device marketed in the us is used for reporting. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6), a blood leakage was found at the gas outlet on be-pls 2050 with lot number 70071278. (B)(4).